Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to lower low voltage impedance issue. The low impedance was thought to be either a changed pacing vector or an influence of the lvad. The patient condition is good.